Event description:
The customer reported a problem with her freestyle freedom blood glucose meter. She reported that upon receiving a reading of 245 mg/dl, she took "more insulin" and because of that she became "semiconscious with slurred speech and very unresponsive". The paramedics were called and she reported she took "glucagon, sugar water and food" to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. No further investigation is necessary.